Event description:
Patient had functional rhinoplasty and submucous resection of the left inferior turbinate. A merocel airway splint was trimmed, saturated with bacitracin ointment. A silk pull-out suture was placed, and was put into the left nasal cavity. The patient was complaining of (c/o) coughing and sore thoat. Thirty six hours later the patient was unable to breathe. Performed heimlich maneuver on self, coughing up the nasal airway splint.